Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell. The home patient (hp) stated the supply bag fell and disconnected. The technical service representative (tsr) assisted the hp to cycle power to clear alarm and advised use of new disposables. On (B)(6) 2010 product surveillance spoke with a family member who stated the first of (B)(6) 2010 the hp fell and broke his hip. The family member stated the hp was in the nursing home recovering and completes his therapy in the nursing home. The family member confirmed the hp was in the nursing home the night of this event. The family member stated she was sure if there was a problem with the supply or set up, the nursing home would call. The family member stated the hp was doing fine with therapy. Product surveillance advised the family member to have the wife call back with any further information. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number was not provided. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. This review finds the labeling adequate for the potential use error(s) in the complaint. This incident was resolved over the phone using the current label copy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.